Event description:
Registered nurse (rn) opened package to IV, and needle/cap were bent. Manufacturer response for catheter, intravascular, therapeutic, short-term less than 30 days, bd nexiva closed IV catheter system (per site reporter).